Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced skin irritation that required treatment by a healthcare professional. The caller stated that he would be following up with the customer. Nothing further was reported.